Manufacturer narrative:
Evaluation was completed and the reported condition was not confirmed. The device operated according to specifications.

Event description:
Reported an infusion pump with "air in line" alarm. The event was reported to have occurred during pt infusion. According to the hosp rep, no pt injury or med intervention has been reported.